Event description:
Transfusion of platelets started per physician order- patient blood pressure immediately had significant drop of 40+ systolic. Transfusion stopped- bp returned to baseline. Another rn called to witness event. Transfusion restarted with same finding noted. M.d. Notified- orders received m.d. Orders to stop transfusion and restart in 15 minutes, d/c and notify blood bank if same reaction occurs. Second rn witnessed significant decrease in bp (60 systolic) when transfusion started again, there was a return to baseline bp when transfusion stopped. Lifeshield latex-free hema y-type blood set non-vented 79 inch with 170 micron filter pre-pierced injection site and secure lock list # 12734-65.